Event description:
It was reported that after a partial amputation of the foot of a patient with diabetes and osteoarthritis used a renasys go on the wound. Although the wound in the sole of the foot had been healing well, it became extremely macerated. It is unknown for how long the device was used and the nurse did not know if therapy was interrupted at any moment. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A serial number was not provided a document review was not performed. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Probable causes could include application techniques or a defective product. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.